Event description:
It was reported that the patient presented to the clinic feeling poorly. The right ventricular lead exhibited loss of capture and low impedances. The lead was capped and replaced on (B)(6) 2014. Insulation anomaly was noted on the lead.